Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was no display on the screen and vibrating continuously. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a blank display. No traces of corrosion were found on the electronic assembly. After swapping cases and boards with one another, the problem was isolated to electrical board. The display on the device turned on after swapping this board out with a known good board. Unable to perform functional tests including displacement, rewind, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display.